Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 50 mg/dl. Specific bg value was not provided. Reportedly, the low bg level occurred because the customer assumed the bg was higher than it was, and delivered a routine bolus based on the assumed bg level without actually testing the bg level. Bg was treated via a glucagon injection.